Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the physician had to reposition the right atrial (ra) lead multiple times due to the lead exhibiting sensing and no-capture issues. The ra lead fixation screw was deployed and retracted numerous times during the procedure due to all the repositioning. The physician elected to use a different ra lead, concluding that the fixation mechanism on the initial lead was no longer competent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.